Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the general practitioner measured the patient¿s heart rate at 30 beats per minute which was below the programmed lower rate. Before a device interrogation could be performed the patient passed away. During the patient¿s last clinic visit, the device was identified as being at elective replacement indicator (eri) and the replacement procedure was scheduled for the day after the patient¿s death. The patient had refused remote monitoring. No allegation was received from the hospital regarding a device failure. The device will not be returned.